Event description:
Event description boston scientific crm received information that the patient with this pacemaker had a seizure. An automatic blood pressure machine indicated the heart rate was 30bpm. During the call, the patient was not pacing with an intrinsic rate of about 65bpm. Technical services advised the device should be interrogated to check for any device/lead issues as blood pressure monitors do not always read the correct heart rates.

Event description:
Boston scientific crm received information that the patient with this pacemaker had a seizure. An automatic blood pressure machine indicated the heart rate was 30 bpm. During the call, the patient was not pacing with an intrinsic rate of about 65 bpm. Technical services advised the device should be interrogated to check for any device/lead issues as blood pressure monitors do not always read the correct heart rates. The local representative checked the device. Rate histograms show some rates at 50 bpm. Technical services advised the issue may be due to premature ventricular contractions, but cannot confirm.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.